Event description:
Patient was revised due to poly wear.

Manufacturer narrative:
Examination was not possible as no product was returned. Although the investigation could not determine the exact root cause, it would not be unreasonable to expect some wear after 10 years of implantation. The need for corrective action is not indicated. This product code is an obsolete item.